Event description:
The caller states that where the basket attaches to the frame of the device broke. The caller states it is the left vertical bar that has cracked making the device unusable. The caller provided a sn for the device, that is not something we use. The caller states that the dealer told him to contact us as they do not handle warranty items, for a purchase from (B)(4) 2014. No further information is available. Called dhs at(B)(4) spoke to (B)(4), she agreed that this sounds like a warranty issue, states she will call the consumer, to ask some additional questions and will get the consumer all taken care of.